Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 232 mg/dl. It was stated that the customer changed the infusion set two days prior to the hospitalization. Troubleshooting was done and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. The customer was advised to discontinue using the insulin pump.